Event description:
It was reported that an ilet user experienced intermittent communication between the ilet and a dexcom g6 continuous glucose monitor (cgm) sensor, during which the ilet stopped receiving cgm readings while the dexcom app continued to display data; bluetooth was toggled, the g6 sensor and transmitter codes were reentered, and readings to the ilet resumed, with hyperglycemia attributed to missed automated corrections during the signal loss. Symptoms included hyperglycemia with a peak glucose of 347 mg/dl and associated irritability. Outcomes included no long-term health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized as intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.